Event description:
In our ER, we had a pt with a laceraction to the right hand. The emergency medical tech (emt) assisting the md was adjusting the ceiling lamp (medical illuminations, centurion, model #021514) when it fell and struck the pt on the opposite arm and nearly struck the md. The pt was examined and did not complain of any pain and no orders were written from the dr due to this event. Eval from the biomedical dept revealed that the unit broke off from the mounting hardware where it rotates. The MFR was notified and upon their inspection, a new replacement unit was sent. This has led to the insepction on the remaining lamps and the same wear has been found at the same point of rotation on the arm. MFR response is still pending on the remaining units. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).